Event description:
Alaris pump was programmed appropriately via the interop function (within epic) to deliver 20m/hr tpn to the patient. The patient began seizing and it was discovered that the entire 480ml of tpn was empty. Pump settings rate was verified at correct rate of 20ml/hr (per md order). Another nurse verified that pump was set correctly, however the bag was dry. It appears the pump malfunctioned and infused 24 hours of tpn in 2 hours. The patient received pharmacologic intervention, imaging, ng tube and was transferred to the intensive care unit. The pump has been sent to bd for interrogation as there does not appear to be any human or epic error involved upon in-depth review of this event. Of note, this was one of three similar events submitted within 60 hours at our same facility. I have submitted medwatch events for those as well. FDA safety report ID# (B)(4).

Event description:
Additional information received for report number mw5104727 on 10/20/2021. Large volume infusion channel serial number (B)(4). FDA safety report ID# (B)(4).